Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited atrial undersensing, which led to an automatic mode switch episode. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).